Manufacturer narrative:
Correction: d8 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on results of third-party testing and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from:pliers station. Cfu:no detection bacterial identification:staphylococcus epidermidis. Sampling from: forceps channel/suction channel. Cfu:0cfu. Bacterial identification:n/a. Sampling from: aw channel cfu:1cfu bacterial identification:corynebacterium species. Sampling date: (B)(6) 2023. Sampling from: tip cfu:no detection. Bacterial identification: n/a. Sampling from:pliers station cfu:no detection bacterial identification:n/a. Sampling from: forceps channel/suction channel cfu:0cfu bacterial identification:n/a. Sampling from: aw channel cfu:0cfu bacterial identification:n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, there was residual liquid due to the equipment losing its water tightness. Due to a scratch on the scope connector water tightness was lost and water tightness of the forceps elevator was lost indicating proper reprocessing was unable to be completed. Growth of microorganisms were found through culture testing after reprocessing. A secondary culture test was completed and the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and the evaluation found the following findings: air water-cylinder had no color; suction-cylinder had no color; switch box had a scratch; due to a scratch on scope-connector, water tightness was lost; scope cover unit had a scratch; light guide lens had a chip; connecting tube was snaking; due to annual inspection, parts must be replaced; adhesive around light guide lens had a crack; adhesive around objective lens had discoloration; water tightness of forceps elevator was lost; and universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the distal end had residual liquid, and the forceps elevator was leaking. This was attributed to inadequate cleaning. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.